Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that yesterday they ate an orange and had a blood glucose of 450mg/dl and took insulin and it went up to 650mg/dl. The customer also noticed a little crack in the reservoir window. The customer declined high blood glucose troubleshooting on pump. The insulin pump will not be returned for analysis.